Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced and relocated due to an unknown reason. No device malfunction suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension; upn: m365sc3138550; model: sc-3138-55; serial: (B)(6); batch: 16097639/16097638.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced and relocated due to an unknown reason. No device malfunction suspected. Additional information was received that the patient was requesting for the relocation of the device from the chest to the back. The patient was doing well postoperatively. The explanted devices were not returned per hospital policy.